Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the pump stopped infusing on its own during a a patient infusion. It could not be clarified if there was a power failure, if someone hit stop or if it under-infused. The facility requested the event history and key stroke history be reviewed to determine why the pump stopped. No patient injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has been received for evaluation. The volumetric accuracy was tested three (3) times at 120ml/hr and 10ml and the unit tested in specification without interruptions or alarms: 1st test: 9.94ml or 99% of expected volume. 2nd test: 9.87ml or 98% of expected volume. 3rd test: 9.91ml or 99% of expected volume. Furthermore, the pump's operational log was reviewed and there were no indications that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.